Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, it was noted that the patient experienced ventricular tachycardia (vt) and appropriately received anti-tachycardia pacing (atp). The device was interrogated and the electrogram (egm) was not stored. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event. The patient was stable.